Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that phenomenon have occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bezel had a crack on the bottom right corner frame and the monitor had a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lcd monitor had no image, the monitor doesn¿t turn on, the turn on light is green, but the monitor is totally blank. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.